Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the following results on the performa system within 10 minutes: 248 mg/dl, 91 mg/dl, and 244 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.